Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 26 months due to endocarditis, source is fungal. No other details reported. Despite repeated attempts to receive further information regarding the event, no additional information was received. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the sample device has been discarded, therefore, no evaluation can be performed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, per the health-care provider, the source of endocarditis is from fungal. No further actions are possible with the available information.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: a copy of the patient's op report was received which supports the original report of aortic valve endocarditis. After the patient's original aortic valve replacement, he developed a sternal wound infection that required a partial sternectomy of the manubrium as well as a muscle flap. He presented with chills and positive fungal blood cultures. Evaluation revealed large vegetation of the aortic valve and prosthetic aortic valve stenosis and regurgitation. The patient also developed sepsis with hypotension, hypoxia requiring intubation and renal failure. Upon inspection of the valve, there was very large vegetation involving all three cusps of the prosthesis. There was no annular abscess, however, the valve attachment to annulus was loose. The device was explanted and a new edwards valve was implanted. The patient was reported to have tolerated the procedure well. He was transferred to the ICU with excellent hemodynamics.